Manufacturer narrative:
Product complaint # (B)(4). If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a shoulder repair the ablation mode of the device did not work. The complaint device was received and evaluated by the supplier. Visual observations revealed that the device was not returned in the original packaging. The active tip of the device does show signs of activation, with evidence of activation and debris on and around the active tip of the device. The device has been returned with the suction control valve in the ¿off¿ position. The suction tube of the device appears clean with no visual signs of any debris. No visible damage on shaft, handle and cable. Functional testing was performed and it was found a cut within the return circuit. The device handle was opened up to investigate the failure seen during the electrical evaluation. The connection between the cut return wire within the handle to the cut return cap was measured confirming a sound connection. Closer inspection of the proximal end of the cut return wire does not end up in a mechanical electrical connection, and only held in place in via electrical insulation tape. A spare device from product evaluation stock was used as a comparison, confirming that the cut return wire is meant to be connected to the electrical return connection within the handle. This fault can only be attributed to a manufacturing error and/or a missed process operation. Further investigation may be required by the relevant teams to establish true root cause for this fault, and to understand how this was not picked up prior to release. A review of oste UK complaint data over the last 12 month shows this defect to be isolated case. The evidence suggests no other complaints have been logged against the complaint device lot number u1905135. As detailed in control plan , tripolar electrodes are 100% electrically tested for functionality as part of their product test regime therefore all reasonable containment is in place. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed therefore no containment or correction action related to the individual complaint is required. A CAPA has been initiated to provide root cause analysis and identify a corrective and/or preventive action plan. Depuy synthes mitek will retain this device and continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate via complaint submission tool that during a shoulder repair the ablation mode of the vapr tripolar 90 suction elect didn¿t worked. The procedure was completed using a replacement. No patient consequence and no surgical delay was reported. No additional information was provided.